Manufacturer narrative:
H6: code 400: damaged firing mechanism. Visual inspections and results: lockout position: na. Cartridge condition: na. Cartridge return batch number: na. Instrument number: 96. Functional tests and results: condition of firing trigger lockout: good. Condition of pinion gear: broken. Condition of short rack: broken. Condition of yoke: good. Analysis conclusion: based upon the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions.

Event description:
The device was used during an unk procedure. It was reported by the affiliate that the device would not fire the second reload cartridge. The cartridge would not click into place. There was no pt consequence.